Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure on the right side it was found in the broad ligament') and pelvic pain ('pelvic/ abdominal') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia and endometriosis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (total vaginal hysterectomy and total vaginal hysterectomy with cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea discrepancy noted in essure insertion and removal date. Date of removal was (B)(6) 2011 prior to date of insertion was (B)(6) 2011. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure on the right side it was found in the broad ligament') and pelvic pain ('pelvic/ abdominal') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia and endometriosis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (total vaginal hysterectomy and total vaginal hysterectomy with cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea discrepancy noted in essure insertion and removal date. Date of removal was (B)(6) 2011 prior to date of insertion was (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received. Reporter added, case became medically confirmed. Patient's medical history and new event : essure on the right side it was found in the broad ligament was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hyst (full},other). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea discrepancy noted in essure insertion and removal date. Date of removal was (B)(6) 2011 prior to date of insertion was (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became incident. Injury nos was replaced with new events - pelvic pain, abdominal pain, dysmenorrhea. Reporters, patients dob, date of removal were added. Date of insertion was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.